Event description:
Information received indicated the left lower side rail would not lock in up position.

Manufacturer narrative:
The hill-rom technician found the center arm and latch was very dirty with dried fluid material. He removed and cleaned the siderail to resolve the issue.